Event description:
Customer reported the fiber continuously shuts off from fiberlife. There was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report indicated the laser kept going into stand-by, which is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be broken at the open end of the metal/glass cap; the glass cap was found to be fully devitrified. The fiber condition would result in back reflections and activation of the systems fiberlife function, sending the system to standby mode. The root cause of the device failure was determined to be excessive bending resulting in fiber breakage. Based on the analysis findings, the fiber condition may result in a forward firing condition, which has been identified as a potential safety issue. There was no report of injury as a result of this event. The product labeling warns that tissue contact, tissue probing and bending the fiber at sharp angles may cause fiber damage or breakage. The component codes fiber refers to the results code stress problem.